Event description:
It was reported that following wash on an unknown date, several products were found to be faulty. Upon manufacturer investigation, the device was discovered to be twisted/stripped. There was no patient involvement. This report is for a cannulated stardrive screwdriver shaft/t15. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Reporter is a synthes employee. Part: 03.240.002; synthes lot: 6495415; supplier lot: na; release to warehouse date: january 29, 2011. Manufactured by synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the received images. The images were reviewed, and the complaint condition is confirmed. The drive of the cannulated star drive screwdriver shaft appears to be twisted/stripped. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection was not completed. A document/specification review was completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.